Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported air bubbles in the tubing and the reservoir. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised to change the infusion set. Customer reported that this has happened 3 different times. Customer's blood glucose level was 400 mg/dl at the time of the incident. Customer's current blood glucose is 325 mg/dl. Customer stated that the infusion set cannula was bent. Customer ran a self-test and stated that the pump passed.